Manufacturer narrative:
(B)(4). Results - jaws unable to open_open after assisted, indicator wheel failure. The analysis results of the el5ml device found that it was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining 9 clips were conforming according to our manufacturing specifications. A possible cause of malformed clip may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. In addition, the device locked out as intended but the orange indicator was undertraveled. The orange visual indicator is a mechanism in the handle of the device that shows ¿orange¿ when the device has exhausted its clips. Potential causes of an under traveled orange visual indicator may be: a) the indicator wheel in the handle of the device may become temporarily disengaged due to a dimensional shift of multiple components involved allowing two components to slip past one another; b) higher than normal friction of the mechanism may cause one or more parts to temporarily stick. Please note the under-travel of the indicator wheel is not related to the reported event. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy, the firing force was higher than expected from the 1st to 3rd firings though the clips were deployed properly when the device was checked functionality by a nurse. After that, the jaws became not to open when the doctor checked the device. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.